Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced high blood glucose (420 mg/dl) event on (B)(6) 2026. The blood glucose was high greater than four hours. The patient was treated with manual bolus. No further information available.